Event description:
It was reported that balloon rupture occurred. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the burst rate pressure. The procedure was completed. No patient complications were reported. It was further reported that the 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. The balloon was ruptured during first inflation at 10atmospheres for 2 minutes. The device was removed via femoral sheath.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/01/2024 as the exact event date was not reported. Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 17mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/01/2024 as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the burst rate pressure. The procedure was completed. No patient complications were reported.